Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of customer provided image was performed by an intuitive surgical inc., (isi) regulatory post market surveillance analyst. Following information was provided: the image was consistent with complaint of frayed cable. The 8mm force bipolar instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was trying to manipulate fatty tissue with 8mm force bipolar instrument but, the instrument was not able to hold the fat at all. The surgeon straightened the wrist and opened up the tips. Upon inspection, the instrument was observed to have a frayed cable. The instrument was replaced and the procedure was completed with no reported injury.